Event description:
Testing by servicing facility found the device was not delivering flow. Replaced motor board to correct the reported problem

Manufacturer narrative:
The following medwatch malfunction report is being filed outside of the thirty-day time frame. Failure mode was identified in outside servicing facility and reported to the manufacturer on 11/11/04. Regulatory affairs was not notified per sop.